Manufacturer narrative:
G3 initial awareness date was 5/28/2026. The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The customer reported that the device, plp2020, elite surgical smoke evacuation pencil, was used during an unknown procedure on (B)(6) 2026 when it was reported, ¿conmed plumepen elite surgical smoke evacuation pencil was used during the procedure. When surgeon would press the yellow or blue button, occasionally the pen would not work. Additionally, cautery would activate when buttons not depressed.¿. There was no report of injury, medical intervention, or hospitalization. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.